Event description:
It was reported that patient experienced multiple pump issues including cracked touchscreen that required repeated presses to respond. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.